Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The reported condition was confirmed. When the device was closed and the handle was released, the jaw did not open up. When the handle was pushed forward, the jaw opened. When the plastic nozzle/knob was broken open, plastic softening and deformation was observed on the plastic tabs. There was a transfer of plastic material onto the waveguide, indicating that the plastic softened. Engineering determined that the damage is probably due to the misalignment of the nozzle with inner tube and waveguide. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status light emitting diode(led) on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation identified the cause of the reported event to be misalignment of nozzle with inner tube and wave guide. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, cutter jaws couldn't be closed normally during the thyroidectomy. There was no patient injury. Communications from the investigations stated that the device did not lock on tissue nor tissue resection was necessary.